Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a doctor that a patient they had was suffering from hypoglycemia. The patient was incoherent and confused. No further information was gathered.